Manufacturer narrative:
In this incident, the doctor recemented the bridge with breeze cement without further incident. The product was not returned; therefore retain samples were evaluated for adhesive strength and were found to meet product specifications. A review of the manufacturing records indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that this incident is an isolated incident that occurred as result of a user/technique related problem and was not due to a product failure.

Event description:
On (B)(6), 2011, a doctor alleged that four (4) patients experienced the debonding of crowns and bridges after placement with maxcem elite clear. Two (2) patients experienced the debonding of crowns and two (2) patients experienced the debonding of bridges. This is the fourth of four reports concerning the debonding of a bridge.

Manufacturer narrative:
The product involved in the alleged incident was returned and evaluated for adhesive strength, yielding results within specifications.